Manufacturer narrative:
(B)(4).

Event description:
The patient's friend/family reported that there was a change in therapy. The root cause of the removal was related to a therapy complaint. There were no falls/trauma related to the issue. The system was removed. The patient recovered completely. A month after the implant, the device gradually stopped working to relieve symptoms. This was considered a gradual change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No cause was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.